Manufacturer narrative:
H3 the product analysis result indicates that he cuff balloon had a puncture that would have resulted in the reported event. A syringe was used to inject air into the balloon to verify the puncture. The product instructions require manufacturing to perform a cuff inflation and leak test during production. The extent of the observed damage would have likely been detected if present during production. The product information and instructions directs the user to test the cuff for leakage with 15cc to 20cc of air during preparation which would have likely been detected if present during preparation. A review of the global complaint data showed no other similar complaints about this lot number. The information most likely indicates inadvertent damage during handling and/or intubation. H6: additional information suggest that fdm b17, fdr c20 and fdc d14 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional (hcp) via manufacturer representative that a resident doctor was training on how to use the tube. After intubation, it was discovered that the cuff had a leak. A new 8mm tube was pulled from the shelf and used without incident. Hcp believed that they punctured the cuff accidentally during a bilateral thyroidectomy but were not 100% sure of it. The device had contact with the patient. There was no patient impact.